Event description:
Malfunction: system rebooted. The surgeon reported a system message displayed during surgery. The system was rebooted and the case was completed. There was no significant delay while rebooting the system (10 minutes). No pt injury was reported.

Manufacturer narrative:
The customer did not request service. No sample was returned for eval. A review of complaints for the last 24 months indicates no add'l related reports for the system. The root cause is unk and cannot be determined because no sample was received for eval and steps could not be taken to replicate the reported issue. The system message reported occurs when the supervisor loses communication with the ultrasound sub-module. An internal investigation has been opened to address this issue. (B) (4). (B) (4). (B) (4).